Event description:
A patient reported being treated for an infection, right eye, associated with wear of focus night & day contact lenses. Follow up information was received from the treating eye care professional on 06/30/2009. Patient presented in 2009, with severe pain & light sensitivity. Diagnosed as bacterial keratitis, 1.5 x 2mm located at 10 o'clock peripheral cornea. Initial treatment zymar q2d then reduced. Next day follow up - some improvement, pain decreased, light sensitivity improved, infiltrate less dense 1x1.5mm. Zymar q3h od. Ciloxan op hung qhs od. One gtt preforte od in office. At 3 days follow up visit - feeling better, minimal pain, mild light sensitivity. No corneal edema, no staining, no epithelial defect. Fading infiltrate, much improved. Zymar qid od. Ciloxan oph ung qhs od. At about 7 days follow up visit - much improvement, no pain, no light sensitivity. Irritation & burning od, almost resolved. Zymar tid od, ciloxan op hung qhs od. At about one week follow up visit - burning & irritation od, no pain. No evidence of scar of infiltrate od. Resolved. Discontinue zymar, continue ciloxan qhs. At approximately 8 days final visit - resolved with no reduction of visual acuity. Discontinue ciloxan. Advised to wear cl on reduced time.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as bacterial keratitis." As there was no product returned or lot information provided, no detailed investigation can be performed.